Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during surgery, it was observed that a product safety valve was leaking on a motor device. As a result, there was a ten minute delay in surgery. An identical motor device was available and the surgery was successfully completed. It was unknown to the reporter if injuries or medical intervention were reported. No additional information is available.